Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device keeps rebooting. N this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed.

Manufacturer narrative:
Stryker evaluated the device and was able to verify and duplicate the reported issue through review of software logs and device testing. The issue was caused by an interruption of the software upgrade - the lid was opened prior to completion. Stryker archived this device and the customer received a replacement device.